Event description:
Report of explant of device system due to "infection" received via annual device tracking report. No other details provided. Repeated requests to reporter for add'l info were unanswered.